Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified proximal descending artery. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-boston scientific device. No patient complications were reported.